Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported via social media platform, following intraocular lens (iol) implant both of his eyes are messed up. The patient reports undergoing six different surgeries and additional money spent. The patient lost their commercial pilots license and reports "will probably never be able to fly again". No further information is available. There are two related reports for this patient. This represents the right eye and an additional report will be filed.